Event description:
Patient fell & broke femur 2 or 3 weeks after the 1st surgery on (B)(6) 2010. Patient had 2nd surgery without our knowledge and took out our stem & head. Surgeon replaced with smith & nephew revision stem and head. (B)(4) was informed of this revision and another revision with occurred on (B)(6) 2010 due to a dislocation (reference 1644408-2010-00159 for the revision on (B)(6) 2010).

Manufacturer narrative:
The patient was revised 2-3 weeks after prior surgery to remedy a broken femur. The device was not returned for investigational review. No information was provided regarding patient activity, accidents or medical contra indications that would contribute to a broken femur. The DHR was reviewed and all processing and inspection steps were executed as intended. One ncmr was created for excessive coating by 0.013" past specified zone - it will not affect positioning and will not increase risk of fracture. This is the 3rd complaint for this device; one complaint for a fracture/trauma and the other complaint the patient indicated that the leg length felt wrong. None of the complaints have the same lot number. Fractured femurs are typically associated with trauma. There are no indications of material, design, or manufacturing problems that would lead to or cause a broken femur. The most likely cause of the fracture is trauma.